Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 384085a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A condition that may impact the performance of the assay and an improper technique were identified in the complaint. These could not be ruled out as a cause for the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient reported a variance between the following inr tests results: (B)(6) 2016: inratio inr result= 3.9 ; (B)(6) 2016: inratio inr result= 1.6; (B)(6) 2016: inratio inr result= 4.1. Therapeutic range: 2.0 - 3.0. The patient reported shaking and excessively squeezing finger after fingerstick.